Event description:
It was reported that the patient presented to the hospital for a generator replacement procedure. Interrogation of the pulse generator prior to the procedure noted that the right atrial (ra) lead has been deactivated for unspecified years due to noise oversensing. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil caused by friction to the device can located proximal from the suture tie impression on the distal portion of the lead. Electrical testing was normal. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.

Event description:
New information received noted that the ra lead was explanted and replaced. The patient was discharged and in stable condition.